Manufacturer narrative:
As reported, the "used" goldline push button pencil was not returned from the user facility for evaluation. In addition, no visual evidence (photographs) of the damage to the pencil was provided by the end-user. Without the involved device, an evaluation could not be performed and the root cause of the alleged "burn" therefore could not be determined. A review of the lot history record could not be performed, as the lot number was not provided by the user facility. A 2-year review of the device complaint history showed (B)(4) similar complaints received for "burns". During the same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). In this instance, the exact cause of the alleged burn could not be determined. It should be noted, of the (B)(4) similar complaints, there have been (B)(4) reported adverse events related to patient burns resulting in serious injuries. Of the (B)(4) reported events only (B)(4) device was returned and no manufacturing defects were found during the investigation. The goldline electrosurgical handpieces are designed to be used as accessories in conjunction with those electrosurgical units and electrodes with which they are known to be compatible. Their use enables the operator to remotely conduct an electrosurgical current to the operative site for the desired surgical effect. Maximum voltage is not to exceed 5.5 kv peak. Safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with electrosurgical equipment be read, understood, and followed in order to ensure safe and effective use of the equipment. To reduce the risk of patient/user injury the instruction for use (IFU) of the goldline pencil provides the following precautions and warnings: use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. To avoid burns never allow cable associated with this device to be in contact with skin of patient or touching operator. These devices should be inspected before each use and should not be used if damage is found. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Broken or significantly bent connector contacts. Verify that the electrode is fully and securely seated in the handpiece before use. Device not available to be returned.

Event description:
The user facility reported that during use of the goldline push button pencil in a total gastrectomy procedure the patient allegedly sustained a burn (approximately 1cm) to the surface of the small bowel. As a precaution, the burn area was sutured with two stitches. The reusable pencil (catalog #130317) was used with megadyne electrodes and system 7500abc in this procedure. Information received from the user facility indicated that the burn occurred when the left side of the pencil which was held in the surgeon's hand contacted with the bowel during activation of the esu. The user facility also found a burn mark on the pencil body. The pencil was not returned to conmed for evaluation and photos of the alleged burn and/or the damaged pencil were not provided from the user facility. Additionally, no information regarding patient demographics (sex, weight and age) was provided by the user facility. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.